Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, when the lead was attempted to be implanted, the catheters dissected a vessel causing the patient's pericardial sac to fill with blood. The lead was not implanted. It was further reported that the device implant changed from a bi-ventricular (bi-v) pacemaker to a dual chamber pacemaker for the patient's safety. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.